Manufacturer narrative:
Model number/catalog number: sc-2158-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was not working well. The patient underwent an explant procedure. No further information could be obtained.